Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking water internally. The device was not changed out, as the leak was minor (just placed towel on floor) and they were able to continue case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The unit was taken out of service after the case and the customer has back-ups unit available for use until the suspect unit is repaired. The field service representative (fsr) could not verify the reported complaint. The fsr tested operation in all modes and no water leaks were noted. The fsr removed all covers and inspected inside of the cooler heater unit with no water leaks found. The customer reported there were air conditioning and humidity problems in the operating room (o/r) the day the water was seen under the unit. It is possible that condensation was dripping from inside the unit. The customer will advise the fsr if the problem reappears. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.